Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026 (B)(6) reported that a patient had a material reaction to a comfort 3d upper arch appliance. Reportedly the patient experienced red tissue and peeling off. The patient received the device and began use on (B)(6) 2026, and discontinued use on (B)(6) 2026. During that time the patient experienced inflammation, pain, burning sensation, and sores/blisters to the gingiva, tongue, and cheek mucosa. The patient is reported to have good oral health. No permanent injury was reported.